Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed due to unavailable sample. The cause is that the patient reused a disposable set. Label review was performed and the review found the labeling adequate for the user error in the complaint. A batch review was not performed, because a sample was not available. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate.

Event description:
While following up with a patient, product surveillance (ps) learned the patient changed out the heater bag. Ps asked if the patient also changed out the cassette and the patient said no. The patient stated she has been doing this a long time and knows what she is doing. Ps asked the patient if they notified their nurse, and the patient said yes. No injury or medical intervention was reported.